Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 24 volt low alarm occurred during heat disinfect on this 2008t hemodialysis (hd) machine. The biomed reported that the power switch wires looked burnt/corroded. They replaced the 24 volt cable and the power logic cable. Additional details were provided upon follow-up with the biomed. The biomed confirmed the machine was getting a 24 volt low alarm during heat disinfect. There was no patient involvement associated with the event. The biomed said the machine has over 30,000 hours on it - they could not provide an exact number. While troubleshooting the issue, the biomed encountered calibration issues. During the machine evaluation, the biomed discovered thermal damage and corrosion on the wiring harness/terminal that connects to valve 108. There was no damage on valve 108. The biomed also noted a burning smell. There were no signs of any smoke, sparks, or flames. The biomed said there was no other thermal damage noted on the machine. The biomed replaced the damaged wiring harness/terminal. They also replaced the 24 volt cable, the power logic cable, and the entire power supply. After the biomed replaced the power supply, the 24 volt low alarm and calibration issues went away. The biomed was unsure if the machine had ever failed the electrical leakage test. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed did not have any photos of the damaged wiring harness/terminal. The power supply and damaged components were not available to be sent back for evaluation as they were reportedly discarded. The biomed said the machine was back in service and fully operational. No additional information was available.